Event description:
The following info was reported to davol by the pt's surgeon: on (B)(6) 2006 - the pt was implanted with the composix kugel hernia patch. On (B)(6) 2012 - the pt underwent surgery for a hernia recurrence and abdominal pain. The mesh was explanted at this time.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. As determined by the catalog and lot number provided, the subject product is part of the composix kugel recall; however, there is no allegation or indication of a ring break or pt injury. The info provided did indicate that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally no sample has been provided for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.